Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed all cases in excellent condition. Battery door is cracked. Device serial number on display did not match with serial number on the label. Customer?s reported issue was duplicated during syringe test and calibration test. The root cause of the reported issues was determined to be design related. Worn out components. Tapered spring, barrel guide and rod were worn out and broken. Pump is over six years old and size pot does not operate as intended. Actions taken to mitigate the reported issue: replaced tapered spring, barrel clamp rod and barrel clamp guide as well as size pot due to calibration issues. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that device is not acknowledging syringe plunger. No patient injury reported.